Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was performed to treat a lesion in the mid right coronary artery (mrca) with heavy calcification, heavy tortuosity and 90% stenosis. The 3.50x48mm xience skypoint stent delivery system (sds) failed to cross the lesion and met resistance during removal due to the anatomy. The sds was removed independently. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.